Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. It was noted during the analysis of the lead that the lead body had been massively damaged by squashing and deformation, respectively, about 50 cm distal of the is4 connector pins. The coil was fractured was fractured in both areas. This damage pattern is with high probability to be regarded as the cause of the clinical complaint. The observed damage pattern requires an excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome or massive mechanical stress of the lead due to friction at the generator housing. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of approx. 20 months, it was reported that the lead was explanted due to impedance greater than 3000 ohms.